Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the system and found a mixing problem. The cse replaced the mixer motor and adjusted the height of the mixer in the rotary reaction vessel (rrv) cuvette position. A precision test and quality controls were run, with acceptable results. The cause of the falsely high discordant glucose (glu) result was due to a malfunction of the mixer motor. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely high discordant glucose (glu) result was obtained on a patient sample from an advia 2400 chemistry system. The initial result was released to the physician. The same sample was repeated on an alternate advia 2400 chemistry system. The repeat result was released to the physician and is considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely high discordant glucose (glu) result.